Event description:
Additional information: it was later reported that the explant/replacement took place on on (B)(6) 2013 wherein they replaced the catheter. Dye study and x-ray results were inconclusive. Rotor/roller study showed that the pump was working properly. The pump logs indicated that everything was working propertly. Following catheter replacement, patient was getting spasticity relief and recovered without any issues.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had symptoms of increased spasticity, and underdose symptoms of extreme tightness, irritability, and fever. The patient¿s catheter had a hole or it wasn¿t in the correct position. It was indicated there may be a break, occlusion, kink, or inflammatory mass. They were not sure as the catheter didn¿t seem to work and the cause of the issue was not determined. Diagnostic testing was completed. A catheter dye study, rotor/roller study, x-rays, and the logs were checked. The patient required hospitalization with an explant and replacement (unspecified date). At the time of this report, the patient status was alive with no injury. Additional information has been requested, but was not available as of the date of this report. Patient was being treated with baclofen.

Manufacturer narrative:
The initial analysis result of the catheter ((B)(4)) was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Analysis of catheter (8578, serial# (B)(4) revealed a user related hole in the catheter body and a tear in seal near guide ring of sc connector/tear . Analysis of catheter (8709, serial# (B)(4)) revealed no significant anomaly, a hole was observed in the catheter body indicated to be explant related per analysis findings.